Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to induced damage while explanting the right ventricular (rv) lead. No additional adverse patient effects were reported.